Event description:
It was reported that the patient experienced a perforation with extracardiac stimulation due to the right ventricular lead. The lead had no capture and high threshold. A chest x-ray confirmed the perforation and dislodgement of the lead into the pericardial space; no effusion nor tamponade was noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the capture management daily trend showed an increase in threshold measurements to greater than 2.5 volts starting on 2015-03-10, then measurements aborted due to high threshold. (B)(4).